Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient¿s radio frequency antenna was not working and thus could not be used to interrogate the patient¿s implantable cardioverter defibrillator. A firmware download was not performed as it was thought to be too risky, so an inductive home monitor was overnighted to the patient with set-up instructions including those on merlin.net. No issues have since been raised so it is assumed the home monitor is functioning properly. The patient was stable throughout.